Event description:
It was reported that an amia device experienced a max air exceeded alarm. This occurred during drain of the device for peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was a loose connection between the supply line of the amia automated pd set with cassette and supply bag which resulted in a leak. Renal therapy services assisted with ending therapy and reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia cassette and the supply bag resulting in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.